Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the device delivering a shock. The data file review showed analyses that resulted in no shock advised determinations. The zoll AED 3 used in this event is semi-automatic and will not charge unless the analysis of the ECG is determined to be shock advised. The aed3 is designed to require a manual button press in order to deliver energy. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.